Event description:
A relative of a patient reported via a healthcare facility in ohio that during set up of a bipap and a fisher & paykel healthcare hc150 humidifier, the bipap alarmed and smoke was observed in the room. The bipap was turned off immediately and the humidifier was removed from the room. Although it was initially reported that there was no patient injury, the mother of the patient has since reported that his respiratory status has declined, allegedly since the incident. However, the patient's doctor has reportedly stated that in his opinion the patient did not inhale enough smoke to make him sick.

Event description:
A relative of a patient reported via a healthcare facility in ohio that during set up of a bipap and a fisher & paykel healthcare hc150 humidifier, the bipap alarmed and smoke was observed in the room. The bipap was turned off immediately and the humidifier was removed from the room. Although it was initially reported that there was no patient injury, the mother of the patient has since reported that his respiratory status has declined, allegedly since the incident. However, the patient's doctor has reportedly stated that in his opinion the patient did not inhale enough smoke to make him sick.

Manufacturer narrative:
(B)(4). Method: the complaint hc150 humidifier and mounting tray was returned to the manufacturer and visually inspected. Results: a visual inspection of the complaint humidifier revealed smoke damage to the external casing and heater plate. Externally a hole approximately 15mm x 25mm was observed on the base of the humidifier. Smoke damage was observed on the top side of the mounting tray and was concentrated at the area where the lower case of the humidifier had breached. The mounting tray remained intact, containing the damage. The humidifier was opened for further inspection and there was evidence of excessive heating of the printed circuit board (pcb) in and around the mains terminal block. A 30mm diameter hole was burnt in the upper case above the mains terminal block on the pcb. A lot check could not be performed as the serial number had been removed. Conclusion: we are unable to determine the root cause. It is possible that the cause of this fault was the result of the mains terminal block being seated off the pcb and interfering with the upper case, creating stress to the solder joint(s). However, heat damage had melted the plastic casing of the mains terminal block and the insulation of the mains cord, so determining the mounting of the mains terminal block before the failure was not possible. (B)(4).

Manufacturer narrative:
(B)(4). Method: the complaint hc150 humidifier and mounting tray was returned to the manufacturer and visually inspected. Results: a visual inspection of the complaint humidifier revealed smoke damage to the external casing and heater plate. Externally a hole approximately 15mm x 25mm was observed on the base of the humidifier. Smoke damage was observed on the top side of the mounting tray and was concentrated at the area where the lower case of the humidifier had breached. The mounting tray remained intact, containing the damage. The humidifier was opened for further inspection and there was evidence of excessive heating of the printed circuit board (pcb) in and around the mains terminal block. A 30mm diameter hole was burnt in the upper case above the mains terminal block on the pcb. A lot check could not be performed as the serial number had been removed. Conclusion: we are unable to determine the root cause. It is possible that the cause of this fault was the result of the mains terminal block being seated off the pcb and interfering with the upper case, creating stress to the solder joint(s). However, heat damage had melted the plastic casing of the mains terminal block and the insulation of the mains cord, so determining the mounting of the mains terminal block before the failure was not possible. (B)(4).

Event description:
A relative of a patient reported via a healthcare facility in (B)(6) that during set up of a bipap and a fisher & paykel healthcare hc150 humidifier, the bipap alarmed and smoke was observed in the room. The bipap was turned off immediately and the humidifier was removed from the room. It was reported that there was no patient injury. The mother of the patient has reported that his respiratory status has declined, allegedly since the incident. However, the patient's doctor has reportedly stated that in his opinion the patient did not inhale enough smoke to make him sick.

Manufacturer narrative:
(B)(4). The complaint device has been returned to the manufacturer recently and evaluation is currently in progress. We will provide a follow up report upon completion of our investigation.